Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information received noting the non-serious event of choroidal effusion superotemporal 2-3 o'clock hours has been updated from not device related to device related.

Event description:
Additional information received, noting that the event of fibrosis began roughly (B)(6) weeks after post op. The needling procedure occurred a week later. And target iop was maintained for roughly (B)(6) weeks. It was then noted, the target iop was unachievable,e after this date on just medications. So roughly (B)(6) months after procedure, the trabeculectomy was carried out for the progressive fibrosis. Following trabeculectomy, patient was prescribed chlorsig, prednefrin forte, and ganfort drops as treatment. It was also clarified, that three argon suture lysis procedures occurred, for post trabeculectomy management. And event ultimately resolved, as target iop was achieved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received information patient now experienced central cornea intermittent superficial punctate epithelial staining in the left eye. Event is mild and have been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of glaucoma procession, fibrosis and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a clinical patient experienced discomfort with occluded xen implant and progressive fibrosis of xen bleb in the left eye against the xen®45 gts. Needling procedure has been performed for the occluded xen implant. Clinical patient also experienced painful left eye, vitreous cells and choroidal effusion superotemporal 2-3 o'clock hours, were deemed not device related. Events have been resolved. Trabeculectomy was performed to treat progressive fibrosis of xen bleb and high intraocular pressure. Argon suturelysis has been performed for post trabeculectomy management. The device remains implanted.